Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that parameter settings of the implantable cardiac monitor (icm) for atrial tachycardia (at) detection was programmed to record episodes with rates greater than one hundred, however the icm was saving episodes for at with rates less than one hundred. The icm remains in use. No patient complications have been reported as a result of this event.